Manufacturer narrative:
MFR ref no: (B)(4).. The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported door not fully latched alarm caused by loose upper link screws. The link screws were replaced.

Event description:
It was reported that a spectrum pump was alarming door not fully latched. It was also reported there was no pt injury.